Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1agyp, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported the patient had surgery in (B)(6) 2016 for a battery change only. Hcp said a rep came to the surgery and told the doctor we needed to do a complete revision, but the patient was asleep so they couldn't give feedback. The patient went home without post-op ins instructions. His device wasn't turned on and the patient had no idea. The patient returned to the hcp for a recheck and the device was turned on. The patient did not feel stimulation anywhere that was appropriate, had pain, and burning sensation. Hcp said the patient turned the device off and needs another revision. Patient and hcp are not happy. Also, the patient does not want the rep to come to the revision and wants the costs associated with the second revision to be covered. It was also reported that the patient is not having the level of improvement that the patient expected with the replaced lead. Rep reported they are looking into the incident and the rep would like to set up a time to speak to the office manager and nurse associated with the event. Additional information received. Patient will be seen on (B)(6) 2017.

Manufacturer narrative:
This file was initially reported for serious injury, as we didn't know if the appointment scheduled for (B)(6) 2017 was for a revision surgery, or not. Information received on 2017-02-16 clarified that the appointment was for reprogramming and the issue was resolved following the reprogramming, so it is no longer reportable.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pain was unknown. The patient was seen at the hcp office on the day prior to the report. They stated that the stimulation was also in their leg. It was not like the first lead placement, where they did not feel stimulation in the leg. The rep believed that the use of the word "pain" was not accurate. What they were feeling was different and in a different area, compared to the prior lead. The device was reprogrammed on the day prior to the report and they were able to get the patient to feel stimulation in the pelvic floor with a programming adjustment. Stimulation was in the right spot and comfortable. The patient left the office pain free.